Manufacturer narrative:
Patient had recently changed from wearing a nasal mask to a full face mask. Within 3 days of wearing the full face mask the patient complained of severe pain in mouth resulting from a loosened tooth. Resmed requested all relevant information be provided so that further evaluation could be performed. No additional information was provided. The mask was not returned to resmed and is not alleged to have been faulty.

Event description:
A dme reported that their patient's mask caused their tooth to loosen resulting in severe pain in mouth.